Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a patient-specific event and pre-existing health conditions. The complaint allegation was not confirmed. No evidence of that failure was received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 24-nov-2025 it was reported by the arthrex clinical research team via email that while reviewing a clinical study, a patient has partial knee on the left utilizing the ibalance uka and x-rays show worsening osteoarthritis of the patellofemoral joint and lateral compartment. At this time it is causing patient significant pain with activities. The patient's activities are causing knee pain and effusions, and the patient is no longer interested in conservative management.